Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the tip measuring 11.5cm was returned. External insulation abrasion was noted at 7.7-7.8cm from the distal end, consistent with lead friction to a feature of the heart. The etfe coating was intact at this location.

Event description:
The report is to advise of an event observed during analysis.